Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer reported problem was confirmed. There was no patient involvement.

Event description:
Broken plunger clamp carriage assy- split nut damaged/worn carriage assy- tube drive bent case front- damaged/cracked barrel clamp assy- damaged/cracked flange gripper- damaged/cracked flange gripper- wiper seal damaged barrel clamp assy- worn/deteriorated claw- damaged iui- isolation rib damage case rear- damaged/cracked (B)(4).